Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported irregular appearance was confirmed. The distal polymer coating was sporadically scraped and torn exposing the coil. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the 190 cm ht command guide wire was unpacked and flushed with saline without issue. Prior to insertion into the patient anatomy, a portion of the tip was noticed to be uncoated. The guide wire was not used on the patient. The procedure was successfully completed with another guide wire and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the polymer coating on the guide wire was torn.